Event description:
It was reported to philips that system would not boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that the system won't boot up. The fse checked the system and identified that the host pc had a bad battery and the 5v display adaptor in the cy box had caused issue. The fse replaced the fuse in power supply of the cy converter box and the host pc battery to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.